Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced a low glucose event after a meal announcement, received a low alert on their cgm, treated with oral fast-acting carbohydrates and glucose tablets, and was reading 81 mg/dl at the time of contact; the device had a recent fill tubing event with temporary disconnection, no recent changes to targets, weight, or time settings, humalog insulin was in use, no additional insulin was taken, and no exercise or calibration issues were reported. Symptoms included hypoglycemia. Outcomes included the need for intervention with oral glucose and urgent low glucose management guidance, with troubleshooting and education completed. Investigation included complaint handling and user troubleshooting with glucose verification guidance and review of recent device use and settings. Investigation of this case revealed that the cause of the hypoglycemia was not identified. It was concluded that the event was consistent with hypoglycemia of unclear cause, with no evidence of device malfunction identified during troubleshooting.